Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging inaccurate high readings on his ultramini meter. On (B) (6) 2010, the pt tested his blood glucose at 8:00 am and obtained a result of 400 mg/dl. The pt took insulin based on the meter reading and approximately 30 minutes later developed low blood glucose symptoms. The pt did not seek any medical attention or contact his physician for assistance. While troubleshooting, it was noted that the pt's test stirps were 5 years old and were expired. Using expired test strips may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the pt alleged that he took insulin based on the high reading and ended up developing symptoms of low blood glucose.